Manufacturer narrative:
(B)(4). Batch # unknown. Device analysis: the analysis results of the b12srt found that the device was received with the duckbill out of position and present. One potential cause for the damage found may be the snagging of an instrument during insertion. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic total gastrectomy, air leaked when the doctor re-inserted the camera. Prior to the event, the valve was wiped with gauze while the camera was removed from the patient and wiped since the camera became dirty. The doctor felt difficulty when re-inserting the camera, but he forcibly pushed through. Air started leaking, and the trocar was replaced. It was found that the valve of the first trocar fell off inside the patient. The fallen piece was retrieved and no pieces were left inside the patient. There were no adverse consequences to the patient.